Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to off. You can set it anywhere between 5 and 24 hours. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." H3 other text : device not returned.

Event description:
It was reported that an auto-off alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) level and began vomiting. The customer's blood glucose level was 400 mg/dl. A manual insulin injection was administered to address bg and customer was advised to go to the emergency room for evaluation. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.